Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular procedure using gore® excluder® conformable aaa endoprosthesis with active control system, gore® excluder® aaa endoprosthesis and gore® molding & occlusion balloon (mob). After all planned stent grafts were implanted and touch-up ballooning was performed, the final angiography confirmed a localized dissection immediately adjacent to the proximal end of a trunk - ipsilateral leg endoprosthesis (cxt231412). It was considered that the excessive ballooning at the proximal end of the cxt231412 could have contributed to the dissection. As a treatment, an additional stent graft was added to the proximal end of cxt231412. The patient tolerated the procedure without further reported issues.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis with active control system instruction for use (IFU), potential adverse events associated with the use of device may include but are not limited to: dissection, perforation, or rupture of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.